Event description:
Following a laparoscopic anti-reflux procedure utilizing the linx device, a patient experienced dysphagia leading to linx device explant. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2014. Dysphagia began two days after anti-reflux procedure leading to reported issues with eating solid foods. Gastroesophageal balloon dilation occurred (B)(6) 2014 but did not alleviate symptoms. Uneventful device explant on (B)(6) 2014.